Event description:
It was reported that the pt had been struck by lightening and thrown backwards. Subsequently, he complained of increasing pain and was admitted to the hospital. Supplemental oral analgesia was required. Telemetry of the pump revealed morphine 30 mg/ml at a dose of 7 mg/day with a reservoir volume of 6.8 mls. An error message recorded the pump had stopped. The pump was updated, so it would restart. An x-ray was ordered and the pt was asked to remain in the hospital for repeat telemetry the following day which did not occur. A rotor study and pump replacement were being considered as a safety precaution in case the circuitry had been affected by the lightening strike. The pt was scheduled for surgery nine days later. Telemetry of the pump was repeated prior to surgery with the reservoir volume now reporting an expected volume of 3.8 mls. Again, an error message registered a pump stopped message. The pump was explanted and the reservoir aspirated. The volume withdrawn was 3.8 mls, as expected. The catheter was aspirated, but no csf was evident. A new catheter and pump were implanted. See MFR report # 2182207200801919.